Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3560019, product type accessory. Product ID 3889, product type lead. Device code (B)(4) and patient codes (B)(4) pertain to the lead.

Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens). The patient reported that after feeling a fluttering in the vaginal area it would be followed by a feeling between the vaginal area and rectum area that was like a heated feeling that was having the patient feel the wiring going to the area. The patient refused to lower stimulation or to speak with their healthcare professional (hcp). Additional information was received from the patient on (B)(6) 2017. The patient reported that the belt cause their underwear to get stuck which caused a leak. No further complications were reported or were expected.